Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not available for return and evaluation. Therefore, the root cause for the degeneration and stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 21 mm aortic valve was explanted after an implant duration of 13 years, 10 months due to stenosis and regurgitation. A 21 mm aortic valve was implanted in replacement. Single CABG was performed. Patient was discharged home on pod #8.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient related factors and the progression of the patient's underlying valvular disease pathology contributed to the event.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure was due to calcification, degeneration, stenosis, and regurgitation. A 21mm aortic valve was implanted in replacement and the patient also underwent single CABG. Post-procedure tee showed normal biventricular function and normal prosthetic valvular function. The patient was discharged in stable condition on post-operative day eight.